Event description:
It was reported prior to starting da vinci procedure that the fenestrated bipolar forceps instrument had a broken cable at the tip. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was the instrument grip tip was bent causing side to side misalignment of grips. There was a .068 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Evidence not conclusive but bent damage may be due to likely mishandling/misuse. Additionally the instrument distal pulley had scratch marks/abrasions on the surface of the distal pulley. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable were to recur could cause or contribute to an adverse event.